Event description:
No osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, inadequate bone quality/quantity, mobility.